Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. The customer reported that he had been walking with the insulin pump on his side. Blood glucose level at the time of the incident was not provided.